Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported unknown side ruptured device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Additionally healthcare professional reported capsular contracture baker grade iii.

Event description:
Physician reported left side ruptured device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, g.2, h.6.